Event description:
On 1/18/10, a distributor reported a problem where they were experiencing too many inconsistencies to report out patient results from an abl80 flex co-ox analyzer. Based on results from the abl80 flex co-ox, patients were treated for co poisoning with hyperbaric oxygen.

Manufacturer narrative:
Further investigation revealed that the cause was the result of a software anomaly. The software makes an incorrect assumption that co-ox analysis does not have to run unless cthb is a reportable parameter. Investigations have revealed that if, during patient's sample measurement, the total hemoglobin (thb) parameter is not selected for reporting then any results reported for the fractional hemoglobin parameters (so2, fo2hb, fcohb, fmethb and fhhb) will be values taken from a prior measurement and not associated with the current patient's measurement. This prior measurement may be from another patient's sample or a quality control sample depending on what type of measurement was performed by the system immediately prior to the patient's sample in question. The corrective action was a software modification to resolve the issue which will be provided to users through a mandatory software upgrade. Affected units will be upgraded to software (B) (4). A recall number has not yet been assigned by FDA. The number documented by (B) (4) in the recall notification to FDA is (B) (4).